Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h4, h6 the reported event was unable to be confirmed due to lack of medical records. No product was received; therefore visual and dimensional evaluations could not be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Manufacturer narrative:
(B)(4). D10: 42535007102, 0a spiked keel right size e osseoti tibia, lot # 67018611 42522100810, articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11, lot # 66837560 h6: proposed component code: mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 6 months post implantation of a right total knee arthroplasty, the patient began experiencing pain, alluding to possible nickel and/or chromium allergies. Patient had a blood test performed that identified nickel allergy and a patch test that was positive for chromium allergy, but nickel did not appear on the patch test. At this time, no medical intervention has been performed and devices remain implanted. Attempts for additional information have been made and all has been provided.